Event description:
It was reported that internal battery life time only lasts for two hours and the unit is shutting down with short warning in only a few seconds. Please note that there was no death or no severe injury involved in the incident.